Event description:
Low power of the laser due to optical damage.

Manufacturer narrative:
Low power output due to optical damage - replaced the damaged mirror. The event did not create injury nor delay on the treatments because, as from the information available, the event did not happened during or just before a surgical procedure.